Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, e2, e3, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-dec-2022 to 04- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system dropped off a patient after 3 days of temporary admit. A technical support specialist provided instructions for creating an order at the server level for the patient to make new visit to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported when using the bd pyxis medstation system, the patient was dropped 3 days after a temporary admission. The incident did cause any delay to patient care; they had to access to another temporary patient. There was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a patient dropped 3 days after a temporary admission. A technical support specialist guided the user to make a new visit to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, the patient was dropped 3 days after a temporary admission. The incident did not cause any delay to patient care, as they had access to another temporary patient and there was no patient harm. There were no adverse events or injuries reported based on this event.